Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm was showing 400 mg/dl. The patient reported that they were "dangerously near coma". The patient could only recall that she was vomiting. The patient was treated with a glass of juice by their spouse and recovered after treatment. The spouse was about to treat the patient with glucagon, but did not. At some point during the event, the bg was reportedly 135 mg/dl. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.